Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
While using a byte night aligners, patient reported that they have a lot of discomfort in their front top teeth. When they remove the aligner, their upper gum is bruised and bloody. Provided hh, blanching and gum tissue tips, gently file area of aligner to smooth and requested update.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.